Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance (pm) by getinge field service technician (fst) that, the cardiosave intra-aortic balloon pump (iabp) found with the corrosion on the power management board. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received pcb, power management rohs with a reported unit failure of corrosion on power management board. The failure analysis and testing dept. Performed a visual inspection and observed corrosion on the board on the lower right corner of the board. This corrosion is consistent with saline. Please see attachment. Due to the saline damage, this complaint cannot be investigated any further. Retaining the board in the fat dept. Per procedure 0002-07-d008 rev. A getinge field service engineer (fse) reported that there were no error codes or faults present. The fse replaced the power management board. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9 (return to manufacture date).